Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the trigger for the speed regulation did not function properly on the colibri device. There were no delays to the planned surgical procedure as a spare device was available for use. It was not reported if there were any injuries or medical intervention. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which determined that the device motor had seized, rough running, defected and the motor power was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.